Event description:
It was reported the pump volume was too low. There was no adverse impact to the customer¿s blood glucose level. There is no additional event or customer information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.